Manufacturer narrative:
H.6. Investigation summary: bd was unable to verify the reported failure. A photo was submitted for evaluation, but did not show catheter tip damage. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see section h.10.

Event description:
It was reported that bd insyte¿ catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: when uncovering the catheter #22ga the tip is observed to be in flower appearance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: when uncovering the catheter #22ga the tip is observed to be in flower appearance.